Event description:
Material # 305106. Batch # 3209276. It was reported by customer that the needle used was found to be clogged during priming. Verbatim: rcc received a complaint via email. A non-supplied injection needle was used (bd 30 g 1/2-inch ref: 305106 lot: 3209276) that was found to be clogged during priming. The reporter is requesting a product replacement of 1 eylea hd vial. The reported product (syringe and carton) has been quarantined and is available for retrieval. The reporter verbally confirmed that no patient missed receiving a dose of eylea hd due to this event. No additional information was available at the time of this report.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle used was found to be clogged during priming. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a needle assembled. The syringe has 0.005ml of a solution. No other information could be obtained from the photo. A device history record review was completed for provided material number 305106, lot 3209276. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.